Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 80" and "discharge fault". Complainant indicated that there was no pt involvement in the reported malfunction.